Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was not confirmed. The service evaluation revealed both mainboard and cpc connector are defective which is most likely resulting from wear and tear. However, there was no leakage observed during function testing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery fluid is leaking from the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.